Manufacturer narrative:
Title: a ¿¿train-track¿¿ technique in anatomic reconstruction of svc bifurcation complicated by cardiac tamponade: an introspection author: karunakaravel karuppasamy, mohammed al-natour, ram kishore gurajala journal: cardiovascular and interventional radiology year: 2017 vol/issue: 40(4) ref: 10.1007/s00270-016-1528-6. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted describing a stenting technique used to anatomically reconstruct superior vena cava (svc) bifurcation in a patient with benign svc syndrome. The patient underwent endovascular recanalization and stenting for superior vena cava (svc) syndrome (svs) secondary to occlusion of bilateral innominate veins and the svc. The patient, a multivisceral transplant recipient presented with an 18-year history of chronic svs secondary to central venous catheters that were required before transplant. The patients¿ symptoms had slowly worsened and were now debilitating. The patient was referred for central vein recanalization (cvr). Bilateral occlusion of central veins was anticipated so endovascular reconstruction using a ¿¿train-track¿¿ technique was planned. Venograms via bilateral internal jugular veins (ijvs) confirmed occlusion of the innominate veins and the svc. After recanalization of the svc and left innominate vein using a non-medtronic (terumo) 0.035-in. Hydrophilic guidewire, the right innominate vein was recanalized using the stiff end of a 0.018-in. Nitrex nitinol guidewire using a 12.0 mm x 40 mm non-medtronic (ultraverse) balloon inflated in the svc-left innominate vein confluence as a target. Via the recanalized innominate veins and svc, two body flosses using non-medtronic (rosen) 0.035-in. Wires were created between each ijv and the right common femoral vein (cfv) accesses. Serial angioplasties of the innominate veins were performed over each wire using 6- to 12-mm-diameter balloons. Angioplasty of the svc was performed serially using 6- to 14-mm-diameter balloons using the ¿¿buddy-wire¿¿ technique over one wire while the other wire was between the svc balloon and svc wall. A non-medtronic (wallstent) 16mm stent was deployed in the svc using the train-track technique, the two 0.035-in. Wires were exchanged for 0.018-in. Nitrex wires and the svc was again dilated using a 16-mm non-medtronic (atlas) balloon using the buddy-wire technique. A single 16-mm non-medtronic (wallstent) stent mounted over both 0.018-in. Wires (train-track technique) was deployed via the cfv access. With this technique, no wire was trapped or had to be removed before the svc was stented. Additional non-medtronic (smart) 12mm stents were deployed ) from within the cranial end of the svc stent into each innominate vein over one of the wires simultaneously via each ijv access. A completion venogram demonstrated complete coverage of the svc bifurcation with stents and widely patent innominate veins and svc with disappearance of collaterals and no extravasation. After each svc angioplasty, the pericardial space was evaluated with transthoracic ultrasound; there was no evidence of pericardial effusion. However, immediately after the svc was dilated using a 16-mm balloon cardiogenic shock occurred. Cardiopulmonary resuscitation was initiated, and a venogram identified the site of the svc tear close to its bifurcation, as well as intrapericardial extravasation. Extravasation stopped immediately after the bare-metal stent was deployed. An ultrasound scan confirmed the presence of new pericardial effusion. A pericardial drain was placed, and aspiration of 100 cc of blood relieved the cardiac tamponade. The patient¿s svs resolved after 2 days. However, the patient experienced recurrent paroxysmal atrial fibrillation and bilateral pleural effusions of unknown etiology; both of these conditions are currently managed medically and with recurrent thoracentesis when needed. The patient remains free of svs 1 year after this procedure. The author reports that the decision to proceed with recanalization of both innominate veins, the use of the buddy-wire technique to dilate the svc, and the choice of svc pre-dilation to 16 mm before stent placement may have contributed to the svc tear and should be used judiciously.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.